Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the failure to auto restart after a downstream occlusion which was reproduced. This was caused by a failed downstream sensor. The failed downstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump it failed to auto restart after a downstream occlusion. There was no patient involvement.